Event description:
Event verbatim [preferred term] a nurse practitioner I see diagnosed it as a second degree burn/it burned me [burns second degree] , . Case narrative:this is a spontaneous report from a contactable consumer (patient). A female patient of an unspecified age started to receive thermacare heatwrap (thermacare menstrual) from an unspecified date for menstrual cramps. The patient's medical history and concomitant medications were not reported. The patient used this product for menstrual cramps. She had used it many times in the past. This past tuesday ((B)(6) 2019) and it burned her. A nurse practitioner she saw diagnosed it as a second degree burn. She used the product as suggested. The patient stated that she had a picture she can send. She was concerned for the safety of older people using this product. The action taken for thermacare heatwrap and event outcome was unknown. According to the product quality compliant group on 04apr2019 investigation summary: the root cause category is non-assignable (complaint not confirmed). The product effect may vary with each individual. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.. Process related: n/a , complaint confirmed: no. Design related: n/, notify safety: n/a, capas in place: n/a, CAPA reference: n/a. Conclusion & approvals: additional approval(s) req'd: no root cause category (tier 1): non-assignable (complaint not confirmed) regulatory impact: no, other regulatory notification: n/a, product quality impact: no stability impact: no market / clinical impact: no. This complaint investigation was completed and the complaint closed on april 1, 2019. No additional investigations will be completed follow-up (01apr2019): new information received from product quality complaints (pqc) group included: product quality investigation results. Company clinical evaluation comment based on the information provided, the event of "second degree burn" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. The root cause category is non-assignable (complaint not confirmed). Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the event of "second degree burn" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. The root cause category is non-assignable (complaint not confirmed). Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Investigation summary: the root cause category is non-assignable (complaint not confirmed). The product effect may vary with each individual. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.. Process related: n/a , complaint confirmed: no. Design related: n/a, notify safety: n/a, capas in place: n/a, CAPA reference: n/a. Conclusion & approvals: additional approval(s) req'd: no root cause category (tier 1): non-assignable (complaint not confirmed) regulatory impact: no, other regulatory notification: n/a, product quality impact: no stability impact: no market / clinical impact: no. Final confirmation status: not confirmed

Event description:
Event verbatim (preferred term) a nurse practitioner I see diagnosed it as a second degree burn/it burned me (burns second degree). Case narrative: this is a spontaneous report from a contactable consumer (patient). A female patient of an unspecified age started to receive thermacare heatwrap (thermacare menstrual), from an unspecified date at an unknown dose for menstrual cramps. The patient medical history and concomitant medications were not reported. The patient used this product for menstrual cramps. She had used it many times in the past. This past tuesday ((B)(6) 2019) and it burned her. A nurse practitioner she saw diagnosed it as a second degree burn. She used the product as suggested. The patient stated that she had a picture she can send. She was concerned for the safety of older people using this product. The action taken for thermacare heatwrap and event outcome was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event of "second degree burn" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. Comment: based on the information provided, the event of "second degree burn" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.